Event description:
It was reported the pt experienced pain at the ipg site. Subsequently, the pt underwent surgical intervention to explant and replace the ipg and relocate the new ipg. It was reported, the pain at the ipg site has resolved.

Manufacturer narrative:
Field advisories: 1627487-12192011-003-r. This ipg serial number was included in field advisories.(B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.